Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent an unknown breast reconstruction surgery with two unknown mentor silicone breast implant experienced left-sided cutaneous contour deformity and right-sided device migration post procedure. The patient developed inferior migration of the right implant with a bulge and rippling of her left superomedial breast implant. She underwent right breast capsulorrhaphy inferior and lateral with reinforcement inferiorly with flexhd (6 cm x 8 om), lateral capsulectomy, right breast implant exchange, left breast capsulorrhaphy lateral and medial, left breast implant exchange. The replacement devices are as follow: right sn#:(B)(4) / cat#: smpx525, left sn#:(B)(4) / cat#: shpx-490 which was performed on (B)(6) 2021. This report relates to the right prosthesis.